Event description:
Neurosurgeon reported to the sales rep that the catheter broke off while removing from the pt. The tip of the catheter remained in the pt's head. The pt was taken to the or to remove the catheter tip. The neuro ICU mgr is investigating this incident further. The sales rep will call when add'l info becomes available. The broken catheter was explanted from the pt but will not be returned for evaluation. The resident neurosurgeon drew a picture of when the catheter tubing broke to assist in conducting the investigation. The sales rep has requested a copy of the drawing to review and send to the mfg site.